Event description:
It was reported that the patient had the inflatable penile prosthesis cylinders and pump components removed due to unconnected ms pump and inflate/deflate issues. A new inflatable penile prosthesis consisting of 18 cm x 12 mm cylinders, pump, and reservoir were implanted. The original reservoir was left in situ. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.